Manufacturer narrative:
Continuation of medical devices: dtba2d1 device, implanted: (B)(6) 2015.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected a ventricular tachycardia (vt) and right ventricular (rv) lead undersensing was suspected in the episode, as the episode appeared to be ventricular fibrillation (vf). No corrective actions were taken and the crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.